Event description:
On (B)(6) 2009, the pt reported that an air bubble "the size of a match head" formed in the insulin cartridge after less than a day of use. He stated that the insulin cartridge was changed on (B)(6) 2009 at 2:00 pm and today at 11:00 am, he noticed the air bubble. He disconnected from his infusion site and primed the air bubble from the system. He stated that he does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion. He was educated on the proper procedure. Upon follow up on (B)(6) 2009, the pt stated that he now attaches the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device and he has had no further issues with air bubbles. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.